Manufacturer narrative:
The devices were not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient underwent lead pull due to avoid risk of infection. The patient was doing well postoperatively. Explanted device was not returned.

Event description:
It was reported that the patient underwent lead pull due to avoid risk of infection. The patient was doing well postoperatively. Explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7306832. UDI: (B)(4).